Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that issues associated with rubber stopper in power PICC solo kit, rn observed saline leaking back out where the wire comes out of the rubber stopper within the stylet and wire is difficult to advance. No other information was provided. 3 devices were returned for investigation. This report addresses the second device.